Event description:
It was reported that the catheter was punctured by this device. An 8mm x 40cm interlock-35 was selected for use in a varicocele embolization procedure. During the procedure, the interlock-35 guide pusher punctured the 5f non-boston scientific catheter. The coil was successfully released. There were no patient complications as a result of this event.